Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. There was one error code found. The manufacture service centre concludes that they couldn't confirm the customer's allegation and unit dispositioned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation result code, component code and conclusion code has been updated